Manufacturer narrative:
Recently otto bock healthcare products (B)(4) performed a retrospective review across all complaints recorded between (B)(6) 2015 and (B)(6) 2017. During the review it was discovered that the patient population involved in this event has to be considered as vulnerable, which is why it was determined that this event is reportable. Investigation results: the evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Patient walking outside of home on concrete, was not carrying anything. Patient fell into palm metal plant - stitches in left ear - scratches on left forearm and wrist. Knee went into free swing, no resistance patient fell - practitioner said it's an intermittent problem. Patient has lost stance resistance intermittently, many times in last month. On (B)(6) 2017, patient had a bad fall as he was weight bearing on the leg taking a step with opposite leg.